Manufacturer narrative:
Continuation of d10:  5076-52 lead, implanted (B)(6) 2015; 429888 lead, implanted (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced respiratory distress and it was noted that they ¿passed out¿ prior to presenting to the emergency department where they passed away. Upon review of the cardiac resynchronization therapy defibrillator (crt-d) transmission it was noted that the device had detected and treated ventricular fibrillation (vf) episodes however there was occasional undersensing and oversensing noted on the right ventricular (rv) lead which caused some therapies to abort initially possibly delaying therapy and some potential inappropriate pacing. It was also noted that there was a lead integrity alert (lia) for high rate non-sustained episodes and elevated sensing integrity counter (sic).